Manufacturer narrative:
The alleged condition could not be duplicated.

Event description:
Consumer alleges he was going down driveway and the unit allegedly stopped abruptly and threw EU out of chair headfirst.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alllges he was going down driveway and the unit allegedly stopped abruptly and threw EU out of chair headfirst.